Event description:
Customer reported issues with the sensor. Customer states that the blood glucose reading is 121 mg/dl but the insulin pump shows 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.